Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to lack of information. X-rays were received and reviewed by a third party hcp noting eccentric positioning of the femoral head within the superolateral aspect of the cup reflecting advanced liner wear. Osteolysis was observed along the central acetabular cup and along the proximal femur. Radiolucency is present and the bones are osteopenic. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner, unknown head, unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03524, 0001825034-2019-03525, 0001825034-2019-03526, 0001825034-2019-03527. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.